Event description:
Healthcare professional reported via nbir right side "capsular contracture baker grade iii". The device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.